Event description:
Indication: common variable immunodeficiency, unspecified---per home health nurse, pt reported that during their last hyqvia infusion they experienced some complications with air in the line and they were unable to correct the alarms. Per home health nurse, pt advises that they did complete therapy and they did not experience any adverse events or miss their dose. Per home health nurse, pt requested a new pump and did not wish to have nursing come out for their next infusion as they advise they are very comfortable and capable to self-infuse. Pt did not report the device serial number. Pump is available for return upon the pt receiving return shipping materials. No additional details, dates, or information provided.